Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr plunger rod was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: uses the syringes to apply botulinic toxin in her clinic, and in the batch reported, two syringes were with the plunger rod broken. She noticed the issue as soon as she removed the safety shield from the plunger.

Manufacturer narrative:
H6: investigation summary: customer returned a single image of a 0.3ml syringe with no other identification provided. The image shows that the plunger rod has fractured approximately 2cm from its base. While the parts are still connected, the plunger¿s base is skewed significantly to one side and any usage may simply exacerbate the damage. A review of the device history record was completed for batch # 9042904 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the image provided, bd was able to confirm the customer¿s indicated failure of a broken plunger rod. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr plunger rod was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: uses the syringes to apply botulinic toxin in her clinic, and in the batch reported, two syringes were with the plunger rod broken. She noticed the issue as soon as she removed the safety shield from the plunger.